Event description:
The hospital reported that during a procedure, it was noticed that the scope lens was cracked. The procedure was completed with a replacement device. No pt effect has been reported by the hospital.

Manufacturer narrative:
Investigation details: the initial visual inspection shows that, the scope distal window cracked and scratches are on tube shaft. The scope was shipped to scholly fiberoptics for further investigation. A supplemental report will be submitted when the investigation results are received from scholly fiberoptics.